Event description:
The customer reported obtaining failing access afp (alpha-fetoprotein) calibrations, due to a bad calibration curve fit, involving the unicel dxi 800 access immunoassay system. In addition, the customer indicated that multiple assays failed qc. The customer is unaware of any erroneous patient results generated in connection with this event.

Manufacturer narrative:
A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone and advised the customer to perform a system check. The customer stated that the system check failed the wash portion with a %cv (coefficient of variation) of 156.17% as compared to a specification of less than 12%. The cts instructed the customer to not use the instrument and dispatched an fse (field service engineer) to evaluate the instrument. The fse determined that the instrument's aspirate probes and peri-pump tubing required replacement and proceeded to replace the identified parts. Repair was verified per established procedures and results met published specifications. Failure mode is attributed to the aspirate probes and peri-pump tubing which required replacement to achieve passing qc and system check. (B)(4).